Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was oversensing t-waves which resulted in recordings of two non-sustained episodes and pacing inhibition.